Event description:
It was reported that the universal reciprocating saw attachment saw did not fix in attachment. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on the 03/01/2012. Eval of the device observed that the bearings holding the oscillating ball were broken and so the reciprocating blade locking system was defective. The attachment has been repaired and returned. The device was serviced and returned to the customer.